Manufacturer narrative:
The cause for the discordant advia centaur cp troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample and reported to the physician. The false positive patient sample result was found discordant with repeat sample testing. No patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin results.